Event description:
The patient ((B)(6)) received an scs system including a lead extension. It was reported the scs extension was explanted and replaced due to inadequate stimulation. The extension was returned to the manufacturer for analysis but the lot number was not provided. No additional information is available.

Manufacturer narrative:
Results: the extension fails continuity testing. Channels 7 and 8 are open, all others measure less than 4 ohms. The channels 7 and 8 wires are broken in the header. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.